Event description:
On (B)(6) 2013 patient reported she was not able to get the cartridge changed. Attempted to assist with the change the cartridge procedure; patient states the check button on the infusion device is not responding to button presses. Patient reported her blood glucose level is currently elevated at this time. On follow up call on (B)(6) 2013 patient reported the button concern is constant. Patient stated even if the button is pressed hard, it will not make a connection. Patient reported the button is flat and does not make audible sound when it is pressed. Patient stated she had not been on the infusion device at the time of the elevated readings. Patient reported her readings were elevated due to taking steroids for breathing concerns. Patient stated her reading was as high as 399 mg/dl. Patient's target blood glucose range is 60- 100 mg/dl. Patient reported she used insulin with a syringe to bring her blood glucose level down. Patient stated the infusion device was not in use at the time of the elevated readings and she did not require any outside assistance. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.